Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual analysis revealed that the device was returned with the tip protector and one suture. Only the distal tip of the anchor was returned, as it had fractured. There was some debris on the device shaft, and the distal end of the insertor was significantly bent. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure:¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ read these instructions completely prior to use.¿ only use the appropriate flexible drill bits, flexible obturators, and curved guides intended for use with the bioraptor curved 2.3 suture anchors. Use of other instruments may injure the patient, damage the instruments, or compromise the fixation.¿ breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful anchor implantation.¿ use of excessive force and/or misalignment during insertion can cause failure of the suture anchor and/or flexible insertion device.the complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair, the bioraptor anchor was broken. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.